Event description:
A nurse reported the black knob on the tank would not turn and it looked slightly crooked. She stated they switched from this product to cf6 gas and there was a delay in the procedure of at least 15 minutes. At this time patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: cylinder 27 of lot 024207 was received for evaluation. Review of lot 024207 was completed and there are no similar reports for this lot. When received the arrow on the valve label was not pointing to the outlet and it could not be turned by hand. The valve was stuck in the fully open position. Once the valve was loosened, it could be turned by hand. Additional information was requested via phone on 04/05/2011, 04/29/2011, and 05/02/2011; via mail on 04/05/2011. (B)(4).